Event description:
It was reported that during a post implant device check, oversensing was noted in the ventricular channel. Reprogramming was performed and the right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.